Event description:
It was reported that during a laparoscopic hysterectomy procedure, there was an error tone. After about one hour of operating time the branch broke in two after catching. The counter surface broke up, could be retrieved. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device was returned with the upper jaw detached from instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and the upper jaw. However, no yellow alert screens were displaying during testing. It is possible that an alert screen was given prior to the I-blade and jaw damage. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.